Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the sixth infusion day, a nurse found liquid leakage from the septum of a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review was conducted on the sub-assembly (q-syte) lot number 7004895 which disclosed the following: sub-assembly lot 6323667; was built on qfa line3, from 16nov2016 thru 21nov2016 for the quantity of (B)(4) ea. All required challenge samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited) bond/weld strength and leak testing were performed throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Sap (qn) database review findings: this incident was an s2 severity ranking. Review was conducted for this MDR-level a investigation for the q-syte sub-assembly lot numbers. The reviews disclosed no reject activity findings relevant to the defect associated with the sub-assembly lot numbers for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one q-syte without packaging. The unit was received intact with the top disk of the septum pushed into the top body. Visual/microscopic examination: the q-syte was of a 32 cavity mold. There was no damage to the top or bottom body (polycarbonate). The q-syte was covered in a white crystalized substance. Residual septum material and adhesive deposits were observed on the rim of the top body (polycarbonate) and top disk of the q-syte unit. Placed the top disk of the septum to the correct position for further observation. Observed the slit was centered in its correct position on the septum top disk. There was a tear at each end of the slit. There were no tears to the column wall of the unit. Leakage was not observed when tested in both the un-actuated and actuated positions. The q-syte was dissected to make observations of the bottom disk. Observed the slit at the septum bottom disk was in its¿ correct position (centered) and there was a tear at each end of the slit. No further anomalies or damage was observed. The findings in this incident were indicative that there was no physical/mechanical evidence to confirm or support manufacturing process for the failure. The top disk of the septum was pushed into the top body; there was evidence of sufficient bond (residual septum material and adhesive deposits) of the top disk to the top body at the time of manufacture. There was a tear at each end of the slit at the septum top and bottom disk. Reproduction of the failure was not achieved in the laboratory environment; the q-syte did not leak in any area when leak tested in both the un-actuated and actuated positions. There was evidence of residual septum material and adhesive deposits in the area of the top disk and top body, where the disk was pushed in, which indicated that a sufficient bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed a definite source that contributed to the tear(s) at the end of the slit of the septum top and bottom disk could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations and/or extraneous force. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that on the sixth infusion day, a nurse found liquid leakage from the septum of a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, serious injury or medical intervention.